Event description:
When pca was bathing pt, she stated: "she found a piece in bed". Upon investigation, this piece belongs to the pt's rectal tube. The tube is inserted and inflated. The piece was unable to be reattached. After multiple attempts to deflate the balloon, we were unsuccessful. Dr (B)(6) at bedside and aware of situation and other dr was paged. Wound care at bedside and attempted to drain balloon, also unsuccessful. Ir contacted and are unable to help and have no suggestions. Gi lab contacted and suggested to cut line that inflates balloon that was done and still no success. Spoke with dr who ordered tap water enema and if balloon does not come out, he will take pt to gi tomorrow to remove ( (B)(6) 2018). Broken off tube saved and labeled. Pt was taken to outpatient surgery on (B)(6) 2018 to remove tube. Pt had diarrhea during stay, which warranted the dignishield insertion.